Event description:
An attempt was made to advance a 2.25mm diameter x 30mm length endeavor resolute rapid exchange (rx) drug eluting stent to a moderately calcified and tortuous lesion in the lad. Although the lesion had been pre-dilated, the physician could not deliver the stent to the intended target lesion. Upon removal of the device from the pt, the distal end was found to be damaged. The device was flushed prior to use and inspected. No add¿l clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
(B)(4). Eval results and conclusion: moderately calcified moderately tortuous lesion. Stent deformation and failure to deliver the stent.